Event description:
It reported that there was unstable speed. A 1.75mm rotapro was selected to treat a 90% stenosed severely tortuous and severely calcified coronary artery. During procedure, the rotational speed was unstable. The procedure was successfully completed another device. There were no patient complications reported.